Event description:
It was reported that the arctic sun device didn't cool. Per follow up information received via email on (B)(6) 2023, the device will be repaired in the hospital by crs, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be procedural steps missed. However, this cannot be confirmed. During evaluation, it was found that there was not enough water in the unit. Water was refilled and several quick checks were performed. System without error. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "to replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning solution to the first bottle of distilled or sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile or distilled water until the filling process stops. When the fill reservoir process is complete, the screen will close." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device didn't cool. Per follow up information received via email on 14sep2023, the device will be repaired in the hospital by crs, there was no patient involvement.